Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between the front te and ECG electrode a. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for an unrelated reason, a reportable problem was found. The electrode belt failed testing.